Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to perform a baseline. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed the detect and treat test. Investigation revealed a defective belt receptacle. The wire for pin 9 in the belt receptacle was cut. The cause of the failed testing is the damaged wire. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the defective monitor belt connector. The last pt to use this monitor did not report any deficiencies.